Event description:
It was reported that when using the bd pyxis¿ medstation¿ es eorcdub drawer had a broken rail and came out of the unit. The drawer needed to be replaced. A broken piece was left on top of the station behind the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rail was broken on the drawer and need to be replaced. A field service engineer identified a broken slide rail and replaced the drawer assembly, completed the storage space configuration, and observed the customer successfully access and operate the drawer. The system functioned as intended after the field service engineer repaired the device.